Event description:
A report was received that during a revision procedure, the physician noticed that one contact separated from the lead when they opened the lead site. Device failure was suspected. The physician retrieved all the contacts from the patient¿s body and the lead was replaced.

Event description:
A report was received that during a revision procedure, the physician noticed that one contact separated from the lead when they opened the lead site. Device failure was suspected. The physician retrieved all the contacts from the patient¿s body and the lead was replaced.

Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. Visual inspection revealed that electrode # 8 was missing from paddle end of lead. Review of the DHR found no anomalies when the lead was manufactured. The root cause of the dislodgement was unknown.